Event description:
It was reported that this left ventricular (lv) lead exhibited a high out of range shock impedance measurement of 138 ohms. Technical services (ts) reviewed device data and observed a gradual increase in shock impedance. Ts recommended to continue to monitor, re-evaluate in 90 days, and raise the upper limit of the shock lead impedance measurement. This lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.